Event description:
Device report from synthes (B)(4) reports an event in taiwan as follows: the tip of the rod pusher broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is for treatment, not diagnosis. The investigation has shown that the tip is indeed broken/cracked on one side of the holding tip. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surface is homogenous which indicate material conformity to the specification as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Note that this is an old and often used instrument. Therefore we have to assume that normal wear and tear has finally led to the breakage of the tip. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.